Manufacturer narrative:
Our service engineer investigated the reported ventilator on site. The reported pre-use check failure could not be reproduced. Several performed pre-use check passed without deviation. Logs were extracted and according to received info the ventilator is put back in service. The reported problem was confirmed in received device logs. The pressure transformer test had failed due to slightly higher measured pressures. This failure may lead to high pressure during ventilation. The root cause of the pre-use check failure cannot be determined since the reported problem could not be reproduced. (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).